Manufacturer narrative:
The olympus france subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of 2 cfu/100 ml and 3 cfu/endoscope of microorganism revivable. Untargeted identification: gram positive bacteria (micrococcaceae and coagulase negative staphylococci). The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: insertion part distal end insulation test failed. Light guide lens were cracked. Bending section (a-rubber) glue separated. Plug unit damaged. Bending tube control unit dent. The customer has not provided the cleaning, disinfection, and sterilization process as of yet. They do not use olympus washers but instead use steelco washers and dryers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that after two treatments with enziqure and reprocessing, the evis exera iii colonovideoscope tested positive for the first time on (B)(6) 2023, the device tested positive for 2 cfus of enterococcus casseliflavus and the second time on (B)(6) 2023, for 5 cfus of enterococcus casseliflavus. Additionally, leak distal end was reported. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite multiple good faith attempts additional information regarding the users reprocessing practices was not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.